Event description:
User facility voluntary medwatch was received from (B)(6) that stated the following: "please note that this event did not meet reporting criteria because outcomes did not include death or permanent disability, but it is being reported to be brought to the FDA's knowledge. During the procedure, after the third prostate laser ablation, an attempt was made to target the lateral right side of the prostate. The trochar/sheath combination was inserted into the pelvis, but then pulled back without ablation due to its unsatisfactory position. Upon pulling back, it was noted that the distal 3cm of the introduction sheath was missing and had broken off and remained within the patient. No more ablations were done. The patient was informed of the incident in the recovery room and of possible sequelae. He was discharged home the same day and instructed to contact the research team with any new symptoms. The subject was followed up weekly by the research team via phone calls for approximately 1 month. At the 1 month follow up clinic visit, the urologist noted a small palpable, non-tender abnormality at the patient's right perineum. The reported perineal abnormality was thought to be the broken sheath tip. At present, patient reports no symptoms and no intervention is planned." Upon further query the following information was provided that indicated breakage of the tip of the device. It was reported that the catheter was being used for laser ablation of the prostate according to research protocol. The customer contact reported that prior to insertion of the device, the needle inside the device was removed and replaced with a MRI (magnetic resonance imaging) compatible titanium needle. After an unspecified length of time, the device was inserted into the perineum towards to prostate. The customer contact reported that the positioning of the device was unsatisfactory and the device was pulled back. No specific details were provided. At this time, the physician noted that a couple centimeters of the distal portion of the catheter was missing and remained inside the patient. No further ablation was performed. The same day, the patient was discharged home. The patient was followed up weekly with a phone call. It was reported that at the patient's one month follow up clinic visit, it was reported that the urologist noted a small palpable, non-tender abnormality at the patient's right perineum. The physician indicated it was thought that the abnormality was the broken catheter tip. The customer contact reported that the patient did not require medical intervention. During a visual examination of the catheter at the user facility, the customer contact reported that the tip of the catheter had a clean but irregular cut. No additional information was provided.

Manufacturer narrative:
User facility voluntary medwatch was received on 02/27/2014. The report number is (B)(4). The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 01205ky. Sealed devices from lot #01205ky were evaluated. The devices passed testing. During investigation; the cause of the broken catheter tip was due to product misuse and the end user did not operate according to the product label. Product labeling for this device indicates to not reinsert needle in cannula if venipuncture is unsuccessful. The label further indicates that reuse may result in broken and sheared catheters. This report represents all the information known by the reporter upon query by hospira personnel.